Manufacturer narrative:
On september 28, 2021, mentor became aware that incorrect mre statement was inadvertently added to the previous report. The correct statement is as follows: "a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures." This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4) manufacturing record evaluation (mre) statement under h10.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent revision breast augmentation with a 550cc mentor siltex contour profile high on the left side, and with a 650cc mentor siltex contour profile high on the right side, and experienced right side breast mass, bilateral inflammation of lymph nodes, and generalized illness symptoms including boils under arm, abnormal sweating, weight gain, tired all the time, worsening symptoms, feels terrible all the time/. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right-sided device.